Event description:
Patient reported on (B)(6) 2011, two depuy expedium 480 mm rods were inserted from t10 to the ilium (with fusion between those levels). A 6 month follow up in (B)(6) 2011, including xrays, found no problem with construct. In (B)(6) of 2012, patient was seen by pcp for upper flank pain. CT scan revealed gall stones. The pcp also noticed that the rod was broken. Patient is currently being monitored. Depuy synthes spine complaint dept received complaint on (B)(4) 2012.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross -functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Other text : device remains implanted.